Event description:
It was reported intermittent occlusion alarms occurred resulting in an elevated blood glucose level on (B)(6) 2025 with the pump displaying "high," a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection and resolved the occlusions by changing the infusion set and cartridge before resuming insulin use. No additional assistance was necessary.